Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) (manufacture date 05/02/2018) has been completed. The reported problem (unable to charge battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4)(manufacture date 04/10/2018) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. Additionally, the battery was not recognized by a charger due to a broken thermistor. The root cause of the mis-matched cells was unable to be positively identified. The root cause of the broken thermistor is excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's charger was unable to charge battery packs.